Manufacturer narrative:
Problem of lead suture broke. Analysis of the returned uphold vaginal support system device did not confirm the event. Visual inspection revealed that the suture on the blue dilator was broken and the dart was found behind the catch of the capio suture capturing device. The dart had a small amount of suture attached to it. Visual and mechanical examination of the capio suture capturing device revealed that the carrier was bent and did not deploy to the center of the catch when fully deployed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the capio needle carrier broke in the middle. The broken half of the needle carrier was retrieved using forceps. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of carrier detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the capio needle carrier broke in the middle. The broken half of the needle carrier was retrieved using forceps. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.